Manufacturer narrative:
Since no devices or photos were available, the condition of the components is unk. Notes were provided from the primary surgery. The notes described the bone quality as excellent. A proximal femur fracture occurred during the primary surgery. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A consultation letter was also provided. The consultation letter describes that the pt had a shorter left leg and a painless range of motion. The dr reviewed x-rays from (B)(6) 2010 and he did not note any radiolucent lines. A thick cement mantle extending distal to the prosthesis was noted. The fracture appeared to the dr as partially healed. The consulting physician, by examining the pt, x-rays, and CT scans, could not determine the source of pain. A cause for the reported pain cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt is experiencing pain.